Manufacturer narrative:
Citation: farhan s, et al. Impact of moderate or severe left ventricular outflow tract calcification on clinical outcomes of patients with severe aortic stenosis undergoing transcatheter aortic valve implantation with self- and balloon-expandable valves: a post hoc analysis from the solve-tavi trial. Eurointervention. 2022;18:1-9. Published online ahead of print august 2022. Doi: 10.4244/eij-d-22-00156. Earliest date of publish used for date of event: august 01, 2022 (month and year valid). No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the impact of left ventricular outflow tract calcification on patient outcomes after transcatheter aortic valve implantation (tavi). All data was collected from seven german centers. A total of 416 patients were included in the study population. Patients were implanted with either an edwards sapien 3 balloon-expandable valve (n = 208) or a medtronic evolut r self-expanding valve (n = 208; predominantly female; median age 82 years). No unique device identifier numbers were provided. Among all evolut r patients, 19 all-cause and 18 cardiovascular deaths occurred within one year of tavi, respectively. The circumstances of the deaths were not disclosed, and no statement was made suggesting a causal or contributory relationship between medtronic product and the deaths. Among all evolut r patients, the following non-death adverse events occurred within thirty days of tavi: stroke (1 case), permanent pacemaker implantation (47 cases), and annulus rupture (1 case). No additional adverse patient effects or product performance issues were reported.